Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part:04.038.000s, lot: 64p7151, manufacturing site: bettlach, release to warehouse date: 28 october 2020, expiry date: 01. Oct. 2030. A manufacturing record evaluation was performed for the finished device part: 04.038.000s, lot: 64p7151, and no non-conformances were identified. An tfna end cap extens. 0 tan was returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection and functional test of the returned device. The visual inspection has shown that the device is in a used condition, there are different wear marks visible. At all visible damages is the anodized layer worn away, which indicates that they were caused post-manufacturing. The function test at zuchwil customer quality was conducted with a demo tfna nail with the result that the end cap could be locked/ unlocked in the nail as per design intended. The complained malfunction of "couldn¿t insert the endcap because he felt the strong resistance" could not be replicated. The tfna end cap is fully functional. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The complaint is not confirmed as the received tfna end cap is functional as required. The review of the device history record revealed that this implant was manufactured in october 2020. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. These could be wrong torque or angulation during tighten the end cap which lead to the occurrence of the reported end cap. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the endcap in question. During the surgery, the surgeon tried to insert the endcap with the screwdriver and guide wire, but he could not insert the endcap because he felt the strong resistance on the halfway. The surgeon was unable to insert the endcap. The surgery was completed successfully. There was a surgical delay of thirty (30) minutes. No further information is available. Concomitant devices reported: screwdriver (part# (03.010.520, lot# unknown, quantity 1), and guide wire (part# (356.717, lot# unknown, quantity 1). This report is for one (1) ti end cap for tfna 0mm extn - sterile. This is report 2 of 2 for (B)(4).